Manufacturer narrative:
The reported event for failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during procedure, the patient's right atrial (ra) lead had failed to capture. The ra lead was not used. The patient was stable throughout procedure.